Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the discovered symptom, which was reproduced. An undetected upstream occlusion was confirmed by the device will be recalibrated to ensure expected performance. The device was recalibrated to ensure expected performance.

Event description:
It was discovered during baxter's testing that a spectrum pump failed to alarm, resulting in an undetected upstream occlusion. It was also reported that here was no patient injury.